Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested (note: the esu was originally tested by a third party and it was found to be functioning properly.). A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) of the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. The accessories were no longer available for an evaluation. It was reported though that the doctor intentionally bent the hook electrode during the procedure; therefore, the electrode was thrown away. Also, the return electrode was discarded after the procedure. There are many possible scenarios for the cause of the event. Most likely, during the activation of the instrument in the procedure, thermal energy was transferred to the incision site via the metal trocar. This could have been caused by inadvertent contact of the trocar with the active instrument (note: a breach in the insulation of the instrument or capacitive coupling also cannot be ruled out as possible causes of the energy transfer to the site.). All of these scenarios are included as "warnings" in the erbe user manuals. In regards to the reddening and blistering (necrosis) that occurred under the return electrode, the issue in all probability was caused by the patient's bad skin condition (i.e., an allergic reaction and/or pressure when the return electrode was removed). Nevertheless, no conclusive determination could be made as to the cause of the event. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) model apc 2 [part number (p/n) 10134-000, serial number (s/n) (B)(4)) with the electrosurgical unit (esu/generator) was used in a laparoscopic cholecystectomy. The accessories were an erbe hook electrode (p/n 20191-161, lot number wo218372) and an erbe omega return electrode (p/n 20193-082, lot number not provided). The settings used were dry cut, effect 4, 180 watt; swift coag, effect 4, 180 watt, argon assisted auto cut, effect 3, argon gas flow 3.6 liters/minute; and forced apc argon gas flow 1.8 liters/minute. Upon the procedure, there was necrosis at the trocar incision site (note: the trocar was metal.). Additionally, there was reddening with partial blisters on the patient's skin at the site of the entire return electrode (note: it was reported that the patient had bad and irritated skin in general.). The return electrode was placed on the patient's thigh. An ambulant treatment was done by the patient's family doctor to address the necrosis. Note: the equipment and accessories were distributed by our parent company, (B)(4), to a hospital in (B)(6).